Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 4/14/16- pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported severe pain, unable to sit for long period of time, revision surgery, multiple complications related to cobalt cardiotoxicity including cobalt induced cardiomyopathy and death related to cobalt cardiac cobaltism. Lab results of metal ions were greater than 7 parts per billion. Biopsy results for cardiac tissue were probable cobalt cardiomyopathy per pathology. Revision surgical report noted metallosis and metal staining of tissue. Part/lot updated. The complaint was updated on: may 5, 2016.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot codes were not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reports against the femoral head and liner. Per procedure, these devices are exempt from device history record review. A search of the complaints databases identified no other reports against the remaining product/lot code combination. Medical records were reviewed. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is the subject of litigation or a legal claim and complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address metal toxicity and metallosis. Update rec'd (B)(6) 2015: litigation papers allege corrosion and friction wear is believed to have caused amounts of toxic cobalt-chromium metal debris to be released throughout the patient's body including but not limited to the tissue surrounding the implant and into her bloodstream. The patient was diagnosed with cobalt induced cardiomyopathy. The patient died on (B)(6) 2014 as a result of multiple complications of cobalt cardiotoxicity